Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) sensor was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The dso sensor was replaced.

Event description:
Device evaluation revealed a degraded downstream occlusion sensor. There was no patient involvement.